Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: investigation of the returned device found that the plunger, suture, link, needles, and cuffs were not returned with the device. The scope of this investigation was limited and the reported suture break during the plunger retraction could not be confirmed. There was no needle strike mark at the posterior foot to suggest that a posterior cuff miss might have occurred, which would result in a failure to retrieve the suture and could appear similar to the reported suture break. The reported suture break during the plunger retraction suggested that there was resistance encountered while retracting the needle plunger to retrieve the suture. Possible contributing factors include, but are not limited to, manufacturing deficiencies, challenging anatomical conditions, and incorrect deployment techniques. Due to all related components not being returned, no manufacturing-related deficiencies could be identified. There was no indication that the suture or link was dragged through the suture bearing, which could result in the reported suture break. During testing, a proxy plunger was inserted and retracted successfully without any observable resistance, which could have contributed to the reported suture break. There were no challenging anatomical conditions reported which could have contributed to the reported suture break. There was no information reported or definitive evidence in the evaluation of the returned device to suggest that the plunger was abruptly pulled out of the device after needle deployment, which could cause the suture to break. Based on the reported information and the investigation findings, the probable cause for the reported suture break could not be determined. No manufacturing or quality deficiency was detected. Review of the device lot history record did not produce any findings relevant to this report. A query of the complaint handling database for this lot revealed no indication of a lot specific quality deficiency.

Event description:
It was reported that an arteriotomy closure of the femoral artery was attempted using a perclose proglide device after a percutaneous transluminal coronary angioplasty procedure which used a 6 fr sheath. Reportedly, after the plunger was removed, the blue suture broke. A second proglide device was used to achieve hemostasis. There was no reported adverse patient sequela. It was reported that the physician is in-training in the use of the proglide device. Though requested, additional information was not provided.